Manufacturer narrative:
Visual inspection was performed which confirms tip wear. There is rotational deformation observed on the tip. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and one similar complaint was identified. Direction of deformation indicates it most likely occurred during screw insertion. It was reported that the device was not used at a difficult angle and that excessive force was not applied. Device has been used approximately 50 times and patient had normal bone. Due to age of the device, tip wear, and deformation observed on the driver, the most likely root cause was determined to be due to excessive force and/or torque applied. Tapered drivers are intended to be used for screw insertion only, not final tightening. Rotational tip deformation on both drivers indicates excessive torque was most likely applied, which can cause device wear.

Event description:
It was reported that "wear and tear" was observed on the tips of 2 pyrenees tapered drivers post-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.

Event description:
It was reported that "wear and tear" was observed on the tips of 2 pyrenees tapered drivers post-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.